Event description:
It was reported to philips that the customer performed penetration testing on the iscv test server outside of clinical use and has questions about unused security header. No adverse events or harm were reported in the complaint. Philips investigation is ongoing.